Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was alarming button error. Customer stated that the insulin pump was in her shirt and she was sweating prior to the alarm. Customer's blood glucose reading at the time of the call was 210 mg/dl. No further information reported.